Manufacturer narrative:
Internal report# (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on 3/9/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer don't have any symptoms and no medical attention reported.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer did report symptoms of dizziness and nausea. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 304 and 275mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): the 327mg/dl (B)(6) 2017 08:31 am fasting: yes, the 291mg/dl (B)(6) 2017 08:42 am fasting: yes, the 333mg/dl (B)(6) 2017 04:29 pm fasting: yes, the 366mg/dl (B)(6) 2017 11:13 am fasting: yes, the 288mg/dl (B)(6) 2017 09:25 am fasting: yes.